Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 400 mg/dl at the time of admission. Customer stated they were feeling sick prior to their hospitalization. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was treated with an insulin drip at the hospital. It was also found the customer's insulin pump stopped working, leading to the hospitalization. The customer stated the piston on their insulin pump was not moving. The customer was off the insulin pump for ten minutes prior to being hospitalized. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test and the displacement test. However, the insulin pump had a cracked end cap and the functional tests could not be completed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window and a broken reservoir tube lip.